Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission after receiving vibratory patient notification alert, false ventricular tachycardia and non-sustained ventricular tachycardia episodes due to noise oversensing were observed. Patient was instructed to go to the emergency room and the patient was admitted for right ventricular lead revision. Patient was stable. Further information is not available at this time.

Manufacturer narrative:
A partial lead was returned in two pieces. Electrical testing found an internal short between the ring electrode and right ventricle conductor paths. An internal insulation abrasion was noted at 6.2 cm to 7.4 cm from the distal tip. Both re cables were noted to be abraded as well as the inner lumen. The ptfe liner was not abraded but procedural damage was noted in the region. The reported event of noise was isolated to the exposure of the ring electrode conductor cable beneath the right ventricle shock coil.

Event description:
New information received notes that the cause of noise was not determined. Lead noise was suspected. Device was deactivated. Subsequently, lead was explanted and replaced. Patient was stable.